Event description:
Information was received from a health care provider (hcp) via manufacturing representative regarding a patient who was receiving dilaudid (20 mg/ml at 1.5 mg/day) via an implantable pump .it was reported that partial pump exposure through the skin of left abdomen. There were no environmental/external/patient factors that may have led or contributed to the issue. The medication dose was decreased prior to surgical intervention. The wound care were performed on the area. The pump was explanted from left abdomen. The patient underwent with a partial catheter revision and a new pump was implanted at a different location which was the right abdomen. The issue was resolved at the time of the report. The patient¿s medical history included dialysis. The patient¿s concomitant medications included pca pump with unknown medication and dosage.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.